Event description:
It was reported that a male pt needed in intra-aortic balloon (iab) inserted prior to sending pt for coronary bypass surgery. The rn called the hotline stating that "about 2 weeks ago, the iab got "stuck" in the super arrow-flex (saf) with a side port". The rn said that the iab was "almost out of the sheath when it became stuck". The md had to remove the catheter with the sheath. The spring wire guide (swg) remained in the pt. As a result, the md made a request for another iab. Reference MDR #1219856-2010-00231 for the second event, MDR #219856-2010-00232 for the third event and MDR #1219856-2010-00233 for the fourth event involving the same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.